Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Metaphyseal tray had separated from humeral stem at 2 month follow-up. Revision surgery performed on (B)(6) 2014, surgeon removed everything except baseplate.